Event description:
Device issue: none. Adverse event: ventricular tachycardia requiring intervention. Onset of adverse event: during the procedure. It was reported via a trial that on (B) (6)2009 the patient developed ventricular tachycardia during the coronary procedure and was treated with defibrillation and amiodarone, bringing the patient into a stable sinus bradycardia. A whisper wire was in the patient's vasculature during onset of the ventricular tachycardia. The patient underwent stenting in the predilated, moderately calcified right posterior descending artery lesion after the patient's tachycardia had resolved. The patient was discharged on (B) (6)2009. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified therefore, a device history record review could not be performed. A supplemental report will be submitted with any relevant information.